Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus deliveries. Multiple supply changes were performed to address the occlusion alarms. The customer's blood glucose (bg) level was 360mg/dl and the customer reverted to manual injections for insulin therapy. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.